Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to check if the settings programmed in her insulin pump are correct. The caller stated that she was in the intensive care unit due to high blood glucose over 600mg/dl. The customer experienced nausea and leg pain. Troubleshooting was performed, and the drive support cap appears to be normal. The caller stated that the site was changed and the cannula was bent. Instructed the customer to run a manual prime test and the insulin did exit. The time and date were incorrect. Assisted the customer with correcting them. The high pressure test was performed and passed. No further information was provided.